Event description:
No additional information.

Manufacturer narrative:
Investigation results: material/lot unknown; no sample. Full investigation could not be performed. No root cause. Complaint will be re-opened if any additional information is provided.

Event description:
Material#: unknown. Batch number#: unknown. It was reported that the bd needle label content was incorrect. The following information was provided by the initial reporter: verbatim#: rcc received a complaint via email. The packaging for the 5/8" needle is the same as the 1" needle.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. E.1. Address was not located and il was used. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.